Event description:
This lead was capped and replaced due to lead fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On 2/25/2019, we were notified that the patient experienced an inappropriate shock on (B)(6) 2018 due to noise on this lead, which is suspected to be a result of the previously mentioned lead fracture. Therapy was turned off on (B)(6) 2018, but turned on again after noise was not reproducible.